Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump stopped working. Customer had a heart attack. The current blood glucose reading is 193 mg/dl. Customer treated with manual injections. The blood glucose reading at the time of the event was 621 mg/dl. Customer was nauseated and thirsty. Customer was hospitalized for four days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.